Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the patient was still having issues with the lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she had immense discomfort, vision of halos around lights, whitish spots, blurred vision, double images, quadrupled words with frames and overlapping at all angles, shadow, difficulty, and pain in moving the operated eye. She reported the symptoms to the doctor the day after the surgery, he informed her that she was seeing much better than before. After 3 months, she returned to the doctor with the same symptoms and with redness and eye irritation. Company eye drops was prescribed, patient complained about misplaced seal and eye irritation after dripping a drop. The patient reported that the doctor informed her that she will need to have another surgery and remove the iol to insert another one. Additional information has been requested.